Manufacturer narrative:
Device evaluated by MFR: the sentinel cerebral protection system was returned with the distal filter slider #3 kinked. The proximal filter was slightly unsheathed. The articulating distal sheath (ads) was flexed. The distal filter was sheathed. X-ray inspection was performed and revealed the pull wire was found detached, and the pull wire tubing was found kinked. After functional testing, the articulating distal sheath (ads) could not be relaxed using the articulation knob #2 due to the pull wire break.

Event description:
Reportable based on device analysis completed on 01-oct-2021. It was reported that difficulty relaxing the articulating sheath occurred. A sentinel cerebral protection system (cps) was advanced into position. The proximal and distal filters of the sentinel cps were deployed. A successful transcatheter aortic valve replacement (tavr) procedure was completed. The physician was able to resheath the distal filter of the sentinel cps. The physician attempted to relax the curve in the articulation sheath with the deflection knob #2 on the handle of the sentinel cps; however the deflection knob#2 was unresponsive. The physician was able to get the sentinel cps to bend enough for removal from the patient. No patient consequences occurred. However, returned device analysis revealed an unsheathed proximal filter.